Manufacturer narrative:
The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of high capture thresholds and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of difficulty advancing the stylet was confirmed. A stylet could not be fully inserted inside the inner coil lumen due to blood being clogged inside inner coil lumen at the proximal region of the lead. The cause of the reported event of difficulty advancing the stylet was isolated to stylet blockage in the proximal region due to the inner coil being clogged with blood. Visual inspection of the lead did not find any other anomalies.

Event description:
It was reported that the patient presented to the hospital due to low pacing impedance and high capture threshold noted on the right ventricular (rv) lead. During the surgery, the physician was not able to fully advance the stylet, and the helix of the lead could not be retracted. A depression was noted on the rv lead. Fluoroscopy was performed and no apparent insulation damage was noted. The rv lead was explanted and replaced with a new one. The patient¿s condition remained stable.